Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
New information received notes that the was patient experiencing discomfort due to extracardiac stimulation.